Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg there was the possibility that the noise (stripes) in the endoscopic image was attributed to the failure of the ccd unit due to the unexpected stress being applied to the camera head by the user handling, and the disappearance of the image was attributed to the failure of the camera cable due to the unexpected stress being applied to the camera cable by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing there was the stripes on the endoscopic image of the subject device. During the incoming inspection for the repair, olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated due to the failure of ccd unit, furthermore the endoscopic image was not displayed due to the damage of the camera cable. There was no report of patient injury associated with this event.